Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt's scs system has not worked for approximately four to five yrs. It was reported, the last time the pt tried to charge, the charger was not able to locate the ipg. The sjm rep met with the pt and confirmed the ipg will no longer communicate with external devices. Surgical intervention may be taken at a later date to address this issue.